Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter would not power on. The pt indicated that the alleged issue started on an unspecified date/time in (B) (6) 2010. The pt admitted, however, that the device got wet and would not turn on. Approximately one week after the alleged issue began, the pt claimed that he developed symptoms of sweating and feeling weak. The pt denied receiving treatment because of the alleged issue. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.